Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device was in the emergency room. The patients rhythm was in ventricular fibrillation (vf) and it was reported that the device was not treating the arrhythmia appropriately. Upon device interrogation, a seven hour episode was observed. Commanded shocks through the device were delivered, converting the patients arrhythmia. A total of 14 attempts to convert the arrhythmia in the vt-1 zone with a rate of 130bpm. The patient received many bursts of anti-tachycardia pacing (atp), followed by a 7 j, 21 j and three 41 j shocks, resulting in therapy exhaustion. Later, the rate increased to the vf zone and the patient received two 41 j shocks. A total of eight shocks were delivered followed by therapy exhaustion. No further information was available.